Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; g5: unknown.

Event description:
It was reported the device was showing low accuracy (less than 18.8). Patient involvement is unknown.